Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. Visual inspection by naked eye observed the tubing broken in two pieces during testing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid leak from a transfer set which resulted in peritonitis. The leak was further specified as ¿leak from flow control valve¿. The cause of the leak was not reported. It was reported the patient was hospitalized and received unknown medication for the event. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, the patient¿s outcome was reported as stable condition. No additional information is available.